Event description:
It was reported to boston scientific that during endoscopic retrograde cholangiopancreatography procedure (ercp) using the hydratome rx sphincterotome the cut wire appeared broken. Hydrotome was passed down scope, once at papilla on exit from the scope, the cut wire appeared broken. Decided to remove device from the scope and examine, finding it was indeed broken. No part detached, the device was removed in one piece. Procedure was completed with a different tome. The pt is reported to be in "stable" condition.